Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with high blood glucose levels and calibration not accepted alarm. The customer's blood glucose level at the time of incident was 479mg/dl. The customer treated the highs with the pump. The customer attributes the highs to eating extra food. The customer declined to troubleshoot for highs. The customer noted bent sensor. The customer was advised the sensor would be replaced.